Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level reached 590-600 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. To resolve the occlusions customer changed infusion set and cartridge and resumed insulin.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level reached 590-600 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. To resolve the occlusions customer changed infusion set and cartridge and resumed insulin. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.